Event description:
(B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hyperkalemia. Labs were performed after the procedure was completed and showed an increase in the patient's potassium from the pre-procedure levels. The patient was kept overnight for observation, which included blood tests to monitor their potassium as well as a basic metabolic panel, and lactulose and kayexalate were administered. The patient was considered recovered the next day as their potassium levels had returned to the pre-procedure levels and they were discharged without further complications. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.